Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred during the procedure. A few hours later it was noted that the patient had a perforation that lead to a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion and the patient became hemodynamically stable. The patient remained in the hospital for several days, but did recover from these events. The patient was discharged from the hospital doing fine.